Manufacturer narrative:
Product testing on returned strip lot ((B)(4)) and retained meter ((B)(4)) did not confirm. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted. This is a final report.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). All affected consignees were notified by letter beginning (B)(4) 2010. This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's daughter reported that early in the morning of (B)(6) 2011, customer got up to use the bathroom and "bottomed out" resulting in her falling and noted she "ripped her skin open". Caller noted customer's skin is very friable and doesn't heal well. Paramedics were called and found the customer on the floor. A reading of 42 mg/dl was received on their unknown brand of meter. Glucose was administered via intravenous infusion and "possibly" orally. Customer declined to be transported to a hospital. However, the next morning the customer's family members transported customer to a local healthcare facility where she was admitted for treatment of her skin lacerations. Caller was unable to state if the customer had attempted to test prior to falling or if she had attempted any self-treatment, as caller was not present at the time of the medical event. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.